Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff's balloon leaked on three tubes while intubating on a patient. Prior to insertion the leak was seen from the cuff where it was attached to the tube. The fourth intubation was successful with no further complications reported. There was no reported patient outcome.